Manufacturer narrative:
Investigation of the case determined a root cause traced to a preoperative merge shift. In this case, the selected registration contained a merge shift that was visible in the thoracic region before verifying the merge. Ultimately, there were no reported adverse effects to the patient and the case was completed using traditional methods. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.